Event description:
It was reported that during a right tfn procedure, the screwdriver was noticed broken after the screw was tightened, no pieces were in the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was reviewed and revealed no complaint related anomalies. The device investigation revealed the part was delivered to the customer in 2003 and based on the visual inspection it has seen many uses. It was determined that the complaint resulted due to normal wear or excessive force applied during surgery, and was not manufacturing related.